Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the device indivertibly moved during fixation. High capture threshold and low pacing impedance were observed. The physician elected to retrieve the device and observed that its helix had slightly extended. The device was not used, and a new one was implanted. The patient was stable throughout procedure.